Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed a battery inoperable alarm and an error message (sf180) related to a battery charger fault. Performance testing revealed the device failed to complete the super capacitor test. The internal battery and main circuit board were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to battery controller software while sf180 was due to device operation in a temperature outside of the device specification while battery inoperable alarm was due to an intermittent connection with the battery and failure to complete the supercapacitor test was due to super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.